Manufacturer narrative:
Summary: evaluation of the canopy found a zipper that does not engage correctly in a patient access area. A zipper that does not engage correctly may allow the zipper to be initially closed. A patient can later open the zipper by applying pressure to the zipper at the location of the misaligned zipper elements (teeth). In this case, there was no impact or consequence to the patient and the canopy was returned for servicing when the zipper issue was identified. Although it cannot be confirmed, it is possible that routine wear-and-tear from repeated use contributed to the zipper damage. Posey beds are multi-use, serviceable items. As such, it is anticipated that the units may occasionally require repair, and as part of standard care the beds should be inspected prior to use. If damage is noted during these routine bed inspections, the unit should not be put into use with a patient and should be returned to posey for servicing. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. Service issues are trended and reviewed by management on a monthly basis. As part of this monthly review, trends and excursions above control limits will be assessed, documented and acted upon as warranted. No corrective or preventative actions are necessary at this time. (B)(4).

Event description:
Customer reported via email there is a broken zipper. Limited information provided.